Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized several times in the past 2 weeks to a month due to high and low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer will call back once they have the hospital records. The customer stated they were not getting the full amount of basal rates. The customer left the tubing in a glass for 5 hours and there were no drops in the glass. The customer threatened to sue medtronic. The insulin pump will not be returned for analysis. Unable to find related fa notes based on the pump s/n.